Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, the distal end of the device would not open when the physician attempted to deploy it in the m1 segment of the right internal carotid artery para ophthalmic region. The aneurysm was unruptured and saccular with a neck diameter of 3.12 millimeters, and the vessel exhibited moderate tortuosity. The physician recaptured and attempted to redeploy the device, but under fluoroscopy, it appeared that a ptfe sleeve was caught on the distal portion of the braid. The device and microcatheter were removed from the patient, and it was confirmed that the ptfe sleeve was indeed caught. Additionally, the tip coil fell off when the product was placed into a biohazard bag. Dual antiplatelet treatment was administered, and the angiographic result post-procedure showed the device was well opposed with good stasis. The device was never implanted. No patient complications have been reported as a result of this event. Ancillary devices: sheath n/a, guide catheter vecta 47, microcatheter phenom 27 150cm, guidewire 14 wire brand n/a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the physician believed that the ptfe sleeve got caught on the distal end of the braid with starting deployment (under fluoroscopy and when the device was taken out that was confirmed). There was no issue with any catheter used. The pipeline was in the m1 segment for initial device opening when it failed to open. The physician attempted to resheath and redeploy three times before taking the entire system out. During all three attempts the distal end of the pipeline would not open.